Event description:
The customer reported a leak in the coulter hmx hematology analyzer with autoloader. The leak originated from the inside right compartment of the instrument. The volume of the leak was approximately 10ml and was not contained within the instrument. The analyzer was running samples at the time the leak was identified. A beckman coulter field service engineer (fse) was sent to the customer's facility to evaluate the analyzer. The customer was wearing personal protective equipment of gloves at the time of the occurrence. There was no biohazard exposure to open wounds or mucous membranes. There were no erroneous test results associated with this event. There was no death, injury or affect to the user or patient treatment associated with this event.

Manufacturer narrative:
On (B)(4) 2014, a beckman coulter field service engineer (fse) evaluated the analyzer and found worn tubing at pinch valve pv40. The fse replaced tubing at pv40 and the instrument ran without any leaks. (B)(4).